Manufacturer narrative:
The sample was not returned to date for evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A hemodialysis nurse reported a dialyzer leak was observed immediately after beginning hemodialysis treatment on a fresenius 2008k machine. The leak was visually observed internally, and no visible defects were observed. The leak was observed in the dialyzer lines. No blood test strips were used. The patient was able to complete treatment using a different machine.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis nurse reported a dialyzer leak was observed immediately after beginning hemodialysis treatment on a fresenius 2008k machine. The leak was visually observed internally, and no visible defects were observed. The leak was observed in the dialyzer lines. No blood test strips were used. The patient was able to complete treatment using a different machine.